Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000491205 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that near the end of ligation phase of saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 heating element was separated from silicone jaw. The device was inspected prior to use. The harvesting tool jaws were closed with the tips facing up upon insertion. No resistance was noted while inserting the harvesting tool into the cannula. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. They elected to finish the evh with the same unit instead of replacing the unit. Final branch sealed without incident and evh completed without any patient injury or delay.